Event description:
It was reported that an 840 ventilator had a faulty oxygen sensor. The ventilator was not on a patient at the time of the event. A n on-medtronic/covidien service provider inspected the device and found the oxygen sensor to fail calibration. The oxygen sensor needed to be replaced. Medtronic was not authorized to evaluate/repair the device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.